Event description:
We had a rather dangerous event on this day. We were traveling to my in-laws place for (B)(6) and we just purchased a malem bed wetting alarm and it was brand new. We took the alarm with us on the trip and decided to use it on the holiday season. It was a very bad experience for us. We put batteries in the malem alarm and I showed my son how to use it. I showed him how to set it up and how to wear it. We went down and when we returned, the alarm had exploded. The batteries have leaked completely from the malem alarm and spilled on to the mattress and stained it. The alarm unit was so hot that it burnt the bedsheet also. I picked up the alarm and in the process burnt my hand. The whole room was smelling of burnt. My son had worked the alarm for 30 minutes and because it was hot, he removed it and placed it on the bed beside him and waited for me to return. In the process he went to sleep. The battery leak also burnt my son's arm and he had to be given first aid treatment. On closer inspection, I saw that the heat was so much that the plastic housing of the malem alarm had partially melted. The alarm had deformed from the heat and bent inwards. This could have been a major problem if I had no intervened and I would have my son admitted in the hospital in the emergency room (ER).